Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The tag device was advanced outside of the sheath from the right external iliac artery to the right common iliac artery, which might attribute to the dissection.

Event description:
On (B)(6) 2010, the patient was implanted with one gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. The gore introducer sheath with silicone pinch valve was used during the procedure. Prior to the implantation, percutaneous transluminal angioplasty on the right common iliac artery was performed to repair stenosis. The sheath was inserted from the right femoral artery. It was reported that the physician could only advance the sheath up to the right external iliac artery. Then the tag device was advanced outside of the sheath from the right external iliac artery; however, could not go further than the right common iliac artery due to the stenosis. The physician decided to retract both the device and the sheath from the patient and implant bare metal stent to repair the stenosis. When a guidewire was advanced for implanting bare metal stent it was noticed that the right iliac artery was dissected and that the guidewire was disturbed by it. The physician switched to an abdominal aorta approach and implanted a bare metal stent to repair the dissection as well as the stenosis at the right iliac artery. Since the dissection was not repaired two more bare metal stents were implanted with success. The procedure continued with the abdominal aorta approach and the device was implanted with no reported issue. The patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up examination identified no adverse event. On the same day the patient was discharged. No further follow-up examination was performed.